Manufacturer narrative:
(B)(4). The stent remains inside the pt. A supplemental report will be provided with any relevant info.

Event description:
Choice study report. (B)(6). It was reported that the pt with an extensive cardiac history and recent stroke was admitted with chest pain, but had negative troponin levels. The chest pain continued during the implantation of the acculink stent in the right internal carotid artery. After the procedure, the pt experienced hypotension and a subsequent non st elevation myocardial infarction most likely from supply-demand mismatch secondary to hypotension. The hypotension resolved within two days and required treatment with intravenous fluids boluses, dopamine, and phenylephrine. After the hypotension resolved, the pt was found to have pleural effusions evidenced by shortness of breath and inspiratory crackles and acute renal failure requiring treatment with aggressive diuresis. The acute renal failure was due to multiple factors including acute tubular necrosis, contrast dye, and hypotension. The pt was not a candidate for percutaneous coronary intervention at this point due to the compromised kidney function and fluid overload. After the procedure, the pt's pre-existing internal cardiac defibrillator was pacing his heart rhythm most likely due to increased vagal tone. The pt's condition improved and was transferred to a rehabilitation facility 10 days after the implantation of the acculink. Though requested, there was no additional info provided.